Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on october 09, 2024. Block h6: imdrf patient code e2328 captures the reportable event of subocclusive syndrome. Imdrf patient code e1007 captures the reportable event of subocclusive syndrome.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed with local anesthesia. Four fiducial markers were placed prior to the procedure. The successful injection of hydrogel was confirmed via ultrasound and magnetic resonance imaging (MRI). The patient began radiation therapy delivered via linac (linear accelerator) in five fractions, that were administered in march. Later, 59 days after the treatment the patient had a serious subocclusive syndrome, that required hospitalization. The patient was discharged from the hospital. It was discovered that the patient had cancer of the right kidney. The relationship between the event and the device it was reported as possibly related and there is insufficient information at this time to determine if the spaceoar vue device or placement procedure caused or contributed to the event. The event was reported as ongoing. Additional information received on 09oct2024: it was further reported that the patient symptom of subocclusive syndrome was confirmed to be not related to the spaceoar device or placement procedure.

Manufacturer narrative:
Block h6: imdrf patient code e2328 captures the reportable event of subocclusive syndrome. Imdrf patient code e1007 captures the reportable event of subocclusive syndrome.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on january 30, 2024. The procedure was performed with local anesthesia. Four fiducial markers were placed prior to the procedure. The successful injection of hydrogel was confirmed via ultrasound and magnetic resonance imaging (MRI). The patient began radiation therapy delivered via linac (linear accelerator) in five fractions, that were administered in march. Later, 59 days after the treatment the patient had a serious subocclusive syndrome, that required hospitalization. The patient was discharged from the hospital. It was discovered that the patient had cancer of the right kidney. The relationship between the event and the device it was reported as possibly related and there is insufficient information at this time to determine if the spaceoar vue device or placement procedure caused or contributed to the event. The event was reported as ongoing.